Manufacturer narrative:
Additional information received from the foreign distributor states that it is not proven that the incident (thrombosis with stroke) is due to the device, and that the child is better, and everything seems back to normal. The device was not returned for investigation, it was discarded by the hospital. Since the device was not returned, the balloon burst could not be confirmed. The production traveler (DHR) was reviewed and no issues were found. All devices in this lot met the criteria for release and distribution. There are no other associated complaints with this lot of devices. A review was performed on the component lots used for the manufacturing of this lot of devices. There were no other associated complaints with the components used in the manufacturing of this device. Two comparative catheters were pulled for testing. They were both the same catalog number as the complaint device, but had different lot numbers. Both catheters were taken up to the labeled rated volume of 1cc using an inflation device with pressure gauge and room temperature water. There were no issues. They were then taken beyond the rated volume until burst occurred. The first device burst with a volume of 2.0ml (cc) at a pressure of 10 atm and resulted in a clean longitudinal burst. The second device burst at 2.0 ml (cc) at a pressure of 12 atm and was also a clean longitudinal burst. Both comparative devices did not burst until they reached double the labeled rated volume. No issues were found with these devices.

Event description:
Initial report received through a request from (B)(6) for additional information. It was then reported by the foreign distributor that "rashkind balloon atrial septostomy in an (B)(6) newborn with congenital heart disease (transposition of the great vessels). Immediate observation of a right femoral and external iliac thrombosis confirmed by doppler ultrasound, motivating a heparin treatment. On (B)(6) 2021, diagnosis of a left ischemic stroke linked to the rashkind procedure of (B)(6)." Later information sent by the foreign distributor stated that the balloon ruptured.